Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) spontaneously shut off during preparation for permanent pacemaker implantation, which was discovered after the patient lost consciousness and asystole was observed on the monitor. Troubleshooting steps were taken, including immediately powering the epg back on, after which a paced rhythm was observed, the patient regained consciousness, and the battery indicator initially showed a full charge. Approximately one minute later, the battery indicator flashed red and the epg abruptly shut down again, resulting in a recurrence of syncope and asystole. Further troubleshooting was performed, and the epg was powered on again using a new set of batteries, which resolved the issue. No further patient complications were reported as a result of this event.